Event description:
It was reported to boston scientific corporation that the patient was implanted with solyx single incision sling for stress urinary incontinence on (B)(6) 2013. At the patient's six-week follow-up visit on (B)(6) 2013, the patient presented with a 15 mm midline mesh exposure at the incision site; it appeared that the stitches had been torn through. Surgical repair will be performed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information (B)(6) 2013: on (B)(6) 2013 (87 days post-procedure), the patient underwent 80% sling removal.

Event description:
It was reported to boston scientific corporation that the patient was implanted with solyx single incision sling for stress urinary incontinence on (B)(6) 2013. At the patient's six-week follow-up visit on (B)(6) 2013, the patient presented with a 15 mm midline mesh exposure at the incision site; it appeared that the stitches had been torn through. Surgical repair will be performed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with solyx single incision sling for stress urinary incontinence on (B)(6) 2013. At the patient's six-week follow-up visit on (B)(6) 2013, the patient presented with a 15 mm midline mesh exposure at the incision site; it appeared that the stitches had been torn through. Surgical repair will be performed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that the patient was implanted with solyx single incision sling for stress urinary incontinence on (B)(6) 2013. At the patient's six-week follow-up visit on (B)(6) 2013, the patient presented with a 15 mm midline mesh exposure at the incision site; it appeared that the stitches had been torn through. Surgical repair will be performed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information (B)(4) 2013: on (B)(6) 2013 (87 days post-procedure), the patient underwent 80% sling removal. Additional information (B)(4) 2014: the excision procedure on (B)(6) 2013, was performed by a different physician from the same practice as the implantation surgeon. Two weeks prior to the sling excision procedure, this second physician performed sing revision in an attempt to correct a small 1 cm erosion of the sling. However, the repair broke down and the patient requested removal of the sling. During the removal procedure on (B)(6) 2013, the sling exposure was observed to be 2.5 cm in length. The physician dissected the adjacent tissue to expose approximately 5 cm of sling material; this exposed mesh was then excised. Cystoscopy was then performed, and it was found that the trigone and urethral mucosa appeared normal, and efflux of indigo carmine from both ureteral orifices indicated there was no ureteral obstruction. The suburethral and vagina mucosa were then sutured closed and a vaginal packing with premarin cream was placed. The patient was then taken to recovery room in good condition, and discharged later the same day.

Manufacturer narrative:
As of (B)(6) 2013, the subject was reported to be recovered.

Event description:
It was reported to boston scientific corporation that the patient was implanted with solyx single incision sling for stress urinary incontinence on (B)(6) 2013. At the patient's six-week follow-up visit on (B)(6) 2013, the patient presented with a 15 mm midline mesh exposure at the incision site; it appeared that the stitches had been torn through. Surgical repair will be performed. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information (B)(4) 2013: on (B)(6) 2013 (87 days post-procedure), the patient underwent 80% sling removal. Additional information (B)(4) 2014: the excision procedure on (B)(6) 2013, was performed by a different physician from the same practice as the implantation surgeon. Two weeks prior to the sling excision procedure, this second physician performed sing revision in an attempt to correct a small 1 cm erosion of the sling. However, the repair broke down and the patient requested removal of the sling. During the removal procedure on (B)(6) 2013, the sling exposure was observed to be 2.5 cm in length. The physician dissected the adjacent tissue to expose approximately 5 cm of sling material; this exposed mesh was then excised. Cystoscopy was then performed, and it was found that the trigone and urethral mucosa appeared normal, and efflux of indigo carmine from both ureteral orifices indicated there was no ureteral obstruction. The suburethral and vagina mucosa were then sutured closed and a vaginal packing with premarin cream was placed. The patient was then taken to recovery room in good condition, and discharged later the same day. Additional information received (B)(4) 2014: as of (B)(6) 2013, the subject was reported to be recovered.

Manufacturer narrative:
Product was not returned; therefore a physical evaluation of the device could not be performed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and there was no indication that the device was not used in accordance with the directions for use (dfu). Dehiscence is a known adverse event associated with the procedure and is listed in the dfu. Therefore, this event is considered an anticipated procedural complication.

Manufacturer narrative:
(B)(6).